Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. The battery life is allegedly less than expected. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: a review of the pump black box data indicated frequent low battery warnings. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.